Manufacturer narrative:
The insulin pump was received with a blank display due to a corroded electronic assembly. A corroded motor assembly was also noted during a visual inspection. The device was received with a cracked case on the display window corners, minor scratched liquid crystal display window, cracked reservoir tube lip, and cracked battery tube threads.

Event description:
The customer's mother reported via phone call that the insulin pump had a blank display before and after a battery replacement. The caller stated that the device had been working fine, went blank, and after she changed the battery, the display remained blank. The customer's blood glucose was 340 mg/dl. The caller noted that there appeared to be condensation under the piston, but when the customer removed the reservoir from the device, the compartment was not wet. She also observed a crack at the top right-hand of the screen. She was unsure how the damage occurred but noted that the insulin pump had been dropped and hit walls or doors. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The caller was advised to replace the insulin pump and agreed to return the device for analysis.